Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after deployment of the bifurcated stent graft, the ipsilateral limb was found to have covered the right hypogastric artery. This was attributed to mis-measurement on the CT scan. The left hypogastric artery was patent and there was collateral flow to the right side; therefore, the physician elected to not perform any additional intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (mis-measurement on the CT scan), inherent risk of procedure (arterial and venous occlusion).